Event description:
As reported by the user facility: "braun IV pump not delivering correct rate from what is programmed infusing at a faster rate than programmed, patient could receive too much medication." (B)(4).